Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that both the right atrial (ra) and right ventricle (rv) leads exhibited high out of range pacing impedance measurements of 3000 ohms and high threshold measurements of 5 volts. Sensing was appropriate for both leads. A revision procedure was performed where connections between the leads and device were checked and found to be fine. The leads were then tested with a pacing system analyzer (psa) and found to have 300 ohm impedance measurements. The leads were surgically abandoned due to concern over lead fractures, however the physician still questioned a possible microport issue with another manufacturer's device. New device and leads from another manufacturer were implanted without issue. No additional adverse patient effects were reported.